Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology - 90% stenosis and little calcification); deformation problem. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - 90% stenosis and little calcification); known inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver one resolute integrity drug-eluting stent (2.75mm x 14mm) to a little calcified lesion in the rca with 90% stenosis but the stent deformed. Device was inspected before use with no issues noted. Device was replaced with another resolute integrity (2.50 mm x 14mm). The lesion was pre-dilated. No clinical sequelae were reported. Evaluation summary: the distal tip was partially flared. A number of struts on the 4th and 5th proximal stent segments were raised and deformed. The remaining segments were intact.